Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081626) on 07-dec-2018. The most recent information was received on 17-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pelvic pain') and device expulsion ('migrated coils is in uterus') in an adult female patient who had essure (batch no. D06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "two essure devices inserted into right tube". The patient's medical history included cervicitis cystic, squamous cell metaplasia, dyspareunia, uterine prolapse and dysmenorrhea. Concomitant products included ascorbic acid, calcium, ibuprofen, paracetamol (tylenol 8 hour) and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), migraine ("migraine"), rash ("rash"), periodontitis ("periodontitis"), vision blurred ("blurry vision") and intentional device use issue ("two essure devices inserted into right tube") and was found to have weight increased ("gain weight"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy. And removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device expulsion had resolved. At the time of the report, the genital haemorrhage, amnesia, weight increased, migraine, rash, periodontitis, vision blurred and intentional device use issue outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for intentional device use issue with essure. The reporter considered amnesia, device expulsion, genital haemorrhage, migraine, pelvic pain, periodontitis, rash, vision blurred and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage, hospitalization, life threatening, required intervention¿ was reported, but not specified or assigned to one of the events. Discrepancy noted in implant date: (B)(6) 2015 as per pif and (B)(6) 2025, as per mr and previous reported as (B)(6) 2015. Removal of 3 essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left tube occluded and right tube potent. Hysteroscopy - on (B)(6) 2015: patient present for essure. Right tubal spasm bending tip of essure, therefore a second device pulled and inserted without difficulty. Laparoscopy - on (B)(6) 2018: procedure: 1. Laparoscopic-assisted vaginal hysterectomy. 2. Bilateral salpingectomy. 3. Removal of 3 essure devices. 4. Uterosacral suspension. Details of procedure: tubes were normal. Essure devices were seen pushing through both tubes. Pathology test - on (B)(6) 2018: cervix: acute and chronic, cystic cervicitis. Prominent squamous metaplasia. Prominent tubal metaplasia. Negative for dysplasia uterus: benign early secretory endometrium. Unremarkable myometrium. Unremarkable serosa. Bilateral tubes: bilateral essure type sterilization device grossly identified. Cystic walthard nest. Negative for endometriosis and malignancy. Bilateral ovaries: not identified. Gross description: the right superior cornue shows multiple previous incisions, exposing a coiled wire that is reapproximated to measure 2.5 x 0.1 cm. The left cornue is intact, however, removal of fallopian tube demonstrates a coiled wire in the lumen measuring 2.5 x 0.1 cm. These coiled wire are saved in the specimen container. Concerning the injuries reported in this case, the following one was reported via social media report: device expulsion. Lot number: d06931 manufacturing date:2014-09 expiration date:2017-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc; after additional review, the insertion of a third essure device was captured separately as off-label use/intentional device use issue, lab data section updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081626) on 07-dec-2018. The most recent information was received on 26-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pelvic pain') and device expulsion ('migrated coils is in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, calcium, ibuprofen, paracetamol (tylenol 8 hour) and vitamin d nos (vitamin d). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), migraine ("migraine"), rash ("rash"), periodontitis ("periodontitis") and vision blurred ("blurry vision") and was found to have weight increased ("gain weight"). The patient was treated with surgery (removal of essure on (B)(6)2018). Essure was removed on (B)(6)2018. On (B)(6)2018, the device expulsion had resolved. At the time of the report, the genital haemorrhage, amnesia, weight increased, migraine, rash, periodontitis and vision blurred outcome was unknown and the pelvic pain had not resolved. The reporter considered amnesia, device expulsion, genital haemorrhage, migraine, pelvic pain, periodontitis, rash, vision blurred and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage, hospitalization, life threatening, required intervention¿ was reported, but not specified or assigned to one of the events. Concerning the injuries reported in this case, the following one was reported via social media report: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081626) on 07-dec-2018. The most recent information was received on 03-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pelvic pain') and device expulsion ('migrated coils is in uterus') in an adult female patient who had essure (batch no. D06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure devices inserted into right tube". The patient's medical history included cervicitis cystic, squamous cell metaplasia, dyspareunia, uterine prolapse and dysmenorrhea. Concomitant products included ascorbic acid, calcium, ibuprofen, paracetamol (tylenol 8 hour) and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), migraine ("migraine"), rash ("rash"), periodontitis ("periodontitis"), vision blurred ("blurry vision") and intentional device use issue ("two essure devices inserted into right tube") and was found to have weight increased ("gain weight"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy. And removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device expulsion had resolved. At the time of the report, the genital haemorrhage, amnesia, weight increased, migraine, rash, periodontitis, vision blurred and intentional device use issue outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for intentional device use issue with essure. The reporter considered amnesia, device expulsion, genital haemorrhage, migraine, pelvic pain, periodontitis, rash, vision blurred and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage, hospitalization, life threatening, required intervention¿ was reported, but not specified or assigned to one of the events. Discrepancy noted in implant date: (B)(6) 2015 as per pif and (B)(6) 2025, as per mr and previous reported as (B)(6) 2015. Removal of 3 essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left tube occluded and right tube potent. Hysteroscopy - on (B)(6) 2015: patient present for essure. Right tubal spasm bending tip of essure, therefore a second device pulled and inserted without difficulty. Laparoscopy - on (B)(6) 2018: procedure: 1. Laparoscopic-assisted vaginal hysterectomy. 2. Bilateral salpingectomy. 3. Removal of 3 essure devices. 4. Uterosacral suspension. Details of procedure: tubes were normal. Essure devices were seen pushing through both tubes. Pathology test - on(B)(6) 2018: cervix: acute and chronic, cystic cervicitis. Prominent squamous metaplasia. Prominent tubal metaplasia. Negative for dysplasia uterus: benign early secretory endometrium. Unremarkable myometrium. Unremarkable serosa. Bilateral tubes: bilateral essure type sterilization device grossly identified. Cystic walthard nest. Negative for endometriosis and malignancy. Bilateral ovaries: not identified. Gross description: the right superior cornue shows multiple previous incisions, exposing a coiled wire that is reapproximated to measure 2.5 x 0.1 cm. The left cornue is intact, however, removal of fallopian tube demonstrates a coiled wire in the lumen measuring 2.5 x 0.1 cm. These coiled wire are saved in the specimen container. Concerning the injuries reported in this case, the following one was reported via social media report: device expulsion. Lot number: d06931, manufacturing date:2014-09, expiration date:2017-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081626) on 07-dec-2018. The most recent information was received on 21-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, calcium, ibuprofen, paracetamol (tylenol 8 hour) and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, medically significant and life threatening), amnesia ("memory loss"), migraine ("migraine"), rash ("rash"), periodontitis ("periodontitis") and vision blurred ("blurry vision") and was found to have weight increased ("gain weight"). The patient was treated with surgery (essure reomved on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, amnesia, weight increased, migraine, rash, periodontitis and vision blurred outcome was unknown. The reporter considered amnesia, genital haemorrhage, migraine, pelvic pain, periodontitis, rash, vision blurred and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage, hospitalization, life threatening, required intervention¿ was reported, but not specified or assigned to one of the events. Most recent follow-up information incorporated above includes: on 21-nov-2019: all the information from deletion case (2019-207773) was transferred to this case. New reporters and references were added from deletion case. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081626) on 07-dec-2018. The most recent information was received on 22-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pelvic pain') and device expulsion ('migrated coils is in uterus') in an adult female patient who had essure (batch no. D06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis cystic, metaplasia, dyspareunia, uterine prolapse and dysmenorrhea. Concomitant products included ascorbic acid, calcium, ibuprofen, paracetamol (tylenol 8 hour) and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), migraine ("migraine"), rash ("rash"), periodontitis ("periodontitis") and vision blurred ("blurry vision") and was found to have weight increased ("gain weight"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy. And removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device expulsion had resolved. At the time of the report, the genital haemorrhage, amnesia, weight increased, migraine, rash, periodontitis and vision blurred outcome was unknown and the pelvic pain had not resolved. The reporter considered amnesia, device expulsion, genital haemorrhage, migraine, pelvic pain, periodontitis, rash, vision blurred and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage, hospitalization, life threatening, required intervention¿ was reported, but not specified or assigned to one of the events. Discrepancy noted in implant date: (B)(6) 2015 as per pif and (B)(6) 2025, as per mr and previous reported as (B)(6) 2015. Removal of 3 essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result : left tube occluded and right tube potent. Concerning the injuries reported in this case, the following one was reported via social media report: device expulsion. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical record received : lot number, lab data, medical history and reporter information was added. Case was medically confirmed. Fu 7 and 8 processed together. On 22-jul-2020: mr received: lot number updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081626) on 07-dec-2018. The most recent information was received on 29-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pelvic pain') and device expulsion ('migrated coils is in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, calcium, ibuprofen, paracetamol (tylenol 8 hour) and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and life threatening), pelvic pain (seriousness criteria disability, medically significant and intervention required), device expulsion (seriousness criterion medically significant), amnesia ("memory loss"), migraine ("migraine"), rash ("rash"), periodontitis ("periodontitis") and vision blurred ("blurry vision") and was found to have weight increased ("gain weight"). The patient was treated with surgery (removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device expulsion had resolved. At the time of the report, the genital haemorrhage, amnesia, weight increased, migraine, rash, periodontitis and vision blurred outcome was unknown and the pelvic pain had not resolved. The reporter considered amnesia, device expulsion, genital haemorrhage, migraine, pelvic pain, periodontitis, rash, vision blurred and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage, hospitalization, life threatening, required intervention¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new events migrated coil is in uterus was added. Outcome of event pelvic pain was updated to not recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081626) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, calcium, ibuprofen, paracetamol (tylenol 8 hour) and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, medically significant and life threatening), amnesia ("memory loss"), migraine ("migraine"), rash ("rash"), periodontitis ("periodontitis") and vision blurred ("blurry vision") and was found to have weight increased ("gain weight"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, amnesia, weight increased, migraine, rash, periodontitis and vision blurred outcome was unknown. The reporter considered amnesia, genital haemorrhage, migraine, pelvic pain, periodontitis, rash, vision blurred and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage, hospitalization, life threatening, required intervention¿ was reported, but not specified or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.